Manufacturer narrative:
(B)(4). The external visual inspection revealed the electrode was severed prior to receipt as well as dents on the bottom cover. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Event description:
The recipient was reportedly a non user of the device. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.